Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent initial hip arthroplasty. Subsequently was revised 4 year later. The surgeon would like some investigation into the state of the articular surface as a huge piece of the superior anterior rim was broken completely off. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   Visual examination of the returned product identified nicks, gouges, and scratches to the outer spherical surface, anti rotation scallops, and inner spherical surface. Outer liner rim fractured, and the fractured piece was returned. Section of broken liner is still attached and in the inner spherical surface area. Bio debris and deformation of the lock ring groove is noted as well. No other damage noted. The liner was sent to scanning electron microscope for fracture analysis. Results: overloading on or near the rim of the liner, potentially exacerbated by femoral head displacement, caused some plastic deformation and subsurface cracking just below the rim, eventually leading to a pinching type failure which propagated in the angular direction until a fragment of the rim separated from the main body of the liner. Root cause remains unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.